Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 at 10:00 am due to a low blood glucose of 40 mg/dl. Blood glucose at the time of the call was not provided. The customer experienced symptoms related to low blood glucose such as being unconscious when found. The customer stated that they treated the low blood glucose at the hospital. The customer was wearing the insulin pump within 48 hours of admission. Troubleshooting for high blood glucose was provided. The customer stated that they had an infection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was missing harm code for loss of consciousness. The missing information has been included with this report. (B)(4).